Event description:
The customer reported that there was no alarm at the bedside monitor or the central station. The bedside monitor was blank and there was no data for that particular bed at the central station.